Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID neu_stylet_acc, serial# unknown, product type: accessory. Analysis of lead model 3387-40 ln: 0208718119 found no anomalies. Analysis of the stylet found the stylet wire and handle were broken.

Event description:
It was reported that the patient underwent implantation of bilateral deep brain stimulation on (B)(6) 2014. During lead insertion, the surgeon attempted to peel the ¿white external connector¿ from the lead and remove the guidewire, at which point the plastic end and guidewire sheared off, leaving the guidewire in place with no way to remove it. The lead was removed and replaced with a new lead. There were no patient complications and the procedure was completed ¿without incident.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.